Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on apr 23, 2010, for investigation. Visual inspection revealed that the jaws were burnt. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test after several device activations. Based upon this, the reported failure "device stopped working" is not confirmed. A device lot history review was performed and there were no non-conformities that could have attributed to the reported failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder stopped working. This occurred after ligating about a dozen branches. They removed the device from the leg and did a pre-test using wet gauze but the device would not activate. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.